Event description:
It was reported that the permanent cautery spatula instrument could not be inserted in to the trocar. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument could not be inserted in the trocar is confirmed. Instrument cannot be installed through cannula due to a broken proximal clevis. One ear is broken at its base. Ear is still attached via the proximal pin, but broken section has rotated 180 degrees on pin so that diameter of instrument at broken section is too large to fit through cannula. Evidence not conclusive, but damage is likely due to mishandling/misuse. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.